Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer's father that customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of the event was 28.04 to 30.04 mmol/l. During troubleshooting, the boluses were correct. Caller afraid that the insulin pump over delivered insulin. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to faulty mother board. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to blank display. The insulin pump received with cracked case on lcd display window corners, cracked reservoir tube lip and scratched lcd window.